Event description:
It was reported in (B)(6) 2009, that the pt received no stimulation sensation. The pt's recharger would not remain turned on in order to charge the device. It was later reported, in (B)(6) 2010, that the pt was unable to adjust the stimulation, and received no stimulation sensation. When attempting to recharge, the device "would not do anything." Both the pt's recharger and programmer displayed a message to reposition the antenna over the neurostimulator. A neurostimulator overdischarge was suspected. When the stimulation stopped working, the pt experienced a "crippling" return of symptoms due to right-side nerve damage. The pt's arm turned purple and a change in gait was experienced. When the pt gained weight, the skin felt "taut around the wire," like it was "pushing out with a pressure feeling." The pt's device was determined to be overdischarged, but was charged by the MFR rep. The pt was "doing well" and charging was easier. It was reported in (B)(6) 2011, that the pt's neurostimulator was overdischarged. The device was charged. Upon interrogation, the device displayed an end of svc/end of life (eos/eol) message. It was noted that the pt encountered previous device overdischarges. The cause of the overdischarge was unclear. The pt was to have a battery replacement and possible lead revision, but was not scheduled for the procedure as of the date of this report. No info was provided related to the pt's outcome. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).